Event description:
Information received indicates the technician found a high ground resistance reading on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.